Manufacturer narrative:
Received for analysis was one coiled up guard wire without original packaging. The guard wire was received in three pieces: guard wire with the balloon, guard wire proximal hypo tube end and the extension wire. The extension wire was broken and the broken part remained in the inner lumen of the proximal hypo tube. Also the guard wire/hypo tube was cut by the user at the gold marker for deflation purposes during use as stated in the reported event. During analysis of the balloon, inflation and deflation testing was carried out resulting in successful inflation of the balloon. Closer visual analysis of the extension wire at break detected a sharp bend and likely the reason for the balloon not deflating during use in vivo since the broken piece of the extension wire remained in the closed position in the lumen of the proximal hypo tube end of the guard wire. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The carotid guardwire was used for distal protection in cas (carotid artery stenting). No problems were noted during the pre-operative prep; the device has been inspected and prepped with no issues noted. The lesion which was situated in the ica (internal carotid artery) and exhibited 75% stenosis, no calcification and was non- tortuous. The lesion was pre-dilated once leaving 60% stenosis in the lesion. After a non-mdt stent was implanted, thrombi were aspirated using the aspiration catheter before restoring the interrupted blood flow. The balloon position remained unchanged. It was reported that the balloon could not be deflated. The balloon had been inflated to 5mm -5.5mm. Deflation was carried out by breaking the shaft at the gold marker of the relevant device, and the procedure was completed after a delay of less than 30 minutes with no further issues. No patient injury reported. Guardwire temporary occlusion and aspiration system is indicated for carotid use in (B)(6) but is the same as the guardwire temporary occlusion and aspiration system approved in us with coronary indication

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.